Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: (B)(4)- user has high glucose value. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi fasting obtained on morning of call. The customer's expected fasting blood glucose test result range is 80 - 120 mg/dl. At the time of the call, the customer stated she had a headache and feels fatigue. Medical attention was not needed at the time of the call. Customer stated she forgot to test the day before due to a late start and her follow up appointment with her endocrinologist. Customer stated her diabetes has been out of control since they added the sliding scale 2 years ago. Customer stated she can either spike up but tends to drop low frequently. During the call on (B)(6) 2019, a back to back blood test was performed by the customer non-fasting and produced test results of 545 mg/dl and hi using truemetrix meter. The product is stored according to specification in the living room (open vials) and bedroom (unopened vials). The test strip lot manufacturer's expiration date is 06/30/2020 and open vial date is (B)(6) 2019. The meter memory was reviewed for previous test result history: result 1 :147mg/dl date: (B)(6) 2019 time:9:38pm fasting; result 2 :155mg/dl date: (B)(6) 2019 time:5:48pm fasting; result 3 :294mg/dl date: (B)(6) 2019 time:12:11am fasting; result 4 :96mg/dl date: (B)(6) 2019 time:10:36pm fasting; result 5 :250mg/dl date: (B)(6) 2019 time:10:16pm fasting. Customer was concerned with hi display she obtained this morning while fasting. Customer states her diabetes has been out of control since they added the sliding scale 2 yrs ago.